Event description:
Artifact detected during AED deployment. (B) (4).

Manufacturer narrative:
Method: ECG analyzed for this incident. Result: artifact present during analysis (IFU and voice prompts) provide instructions on how to address artifacts. Conclusion: this report is being filed as it cannot be concluded that recurrence will not result in a delay of therapy.